Event description:
The customer reported the system breaker popped out repeatedly. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. After inspection, the isolation transformer was found strapped incorrectly. The rep strapped the transformer according to specifications the unit was tested and found to be working properly.